Event description:
A report was received that the patient passed away. The reason is unknown at this time.

Manufacturer narrative:
Additional information indicates that the physician has no information regarding patient's death.

Event description:
A report was received that the patient passed away. The reason is unknown at this time.